Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a hypoglycemic episode during the night and later observed that a meal had been announced in the app while they were low; device data review showed the user inadvertently initiated a meal announcement and delivered approximately 3.7 units of insulin when they intended only to unlock the device. Symptoms included hypoglycemia requiring oral glucose. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included review of synchronized device logs and user-reported history. Investigation of this case revealed an unintended user meal announcement leading to an unnecessary insulin bolus, consistent with user error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.